Event description:
Lead placed. When power check performed / lbb (left bundle branch) lead not in place. Post procedure day #1, postop chest x-ray: there was suggestion that the 3830 right ventricular pacing lead had dropped off the septum. Device interrogation this morning confirmed that finding.